Event description:
Healthcare professional reported via nbir right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details cannot be requested due to lack of contact information. No additional information is available at this time. Reason for reoperation: deflation.